Event description:
It was initially reported that the pt experienced a transient ischemic attack (tia) that resolved without treatment. After the review of add'l info received in 2009, it was determined that this complaint met the criteria to be reported. This pt underwent carotid artery stent implantation and post procedure experienced a tia, arterial restenosis and carotid artery thrombosis. This is a male with medical history including coronary artery disease, coronary artery bypass surgery and percutaneous coronary intervention, dyslipidemia, diabetes, hypertension and peripheral neuropathy. The pt uses a motorized chair for locomotion secondary to degenerative changes of the knees. This pt meets the high-risk criteria. The target lesion was right internal carotid artery described as moderately calcified, moderately tortuous, eccentric, ulcerated and 80% stenotic. An angioguard was inserted, tracked, deployed, and retrieved without report of difficulties. One precise stent was implanted without report of difficulties. The post procedure course was uncomplicated, and the pt was discharged on asa and plavix. Approx 11 days post procedure, the pt developed left hemineglect lasting less than 24 hours with complete recovery. This event was diagnosed as a transient ischemic attack (tia). The pt also had substernal chest pain at that time and telemetry revealed second degree av block, this event was captured as a non-complaint. The pt's cardiologist stopped the atenolol that the pt was taking. The day after the tia, the neurologist's consultation note stated "his (the pt's) history, examination and pre-right stent angiogram indicate that he is most vulnerable for low flow and probably had a significant cardiac dysrhythmia causing low flow manifesting in the most vulnerable area, right cortical motor." The plan included keeping the blood pressure as high as possible to perfuse the brain. A carotid duplex sonography was done which revealed less than 50% stenosis of right internal carotid artery. Two days later, an echocardiogram revealed normal ventricular function with ef of 65%. The pt had implantation of a permanent pacemaker due to dips in heart rate secondary to the need for continued beta-blocker therapy in light of his cardiac medical history. The day after the pacemaker implantation, a discharge summary states, "cta of the neck reveals: status post placement involving the right ica bifurcation. There is narrowing of the stent involving the right ica at the level of the bulb probably in the 60 - 70% range. There is also a small thrombus in the proximal aspect of the stent. Hemodynamically significant stenosis probably 80 - 90% origin left ica. Normal patent external carotid arteries. The pt was discharged to a skilled nursing facility. The 30 day f/u visit note stated that the previous tia symptoms had completely resolved after the pt was placed on heparin. It further noted that a cta showed a small filling defect within the stent, questionable thrombus which made the physician consider re-angiogram, but he decided to treat conservatively. The pt was on warfarin therapy without any neurologic symptoms. Carotid duplex study compared to the previous study showed significant improvement in the right carotid velocities, with a widely pt right carotid stent. The stent remains implanted, thus unavailable for analysis.

Manufacturer narrative:
Review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physician manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. In this case, the pt had a dysrhythmia not associated with the procedure or device that contributed to the tia. There is no evidence that mfg issues contributed to the event. No corrective action is required at this time. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older pts with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are pt and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, diabetes, and dyslipidemia. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The pt was maintained on an asa and plavix regimen as per the IFU. There is no evidence of mfg or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the info suggests that pt, lesion, and vessel characteristics may have contributed to the reported events.